Manufacturer narrative:
There was no scrolling buttons on the insulin pump. The up button was unresponsive due to corroded keypad traces. The displacement test was unable to be performed due to the unresponsive up button. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners and cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that when they hold the up arrow the numbers continue to scroll up. Customer's blood glucose reading was 287 mg/dl. Customer advised they treated themselves with a manual syringe. Troubleshooting for keypad anomaly was performed. Customer advised they were playing sand volleyball and the device may have possibly been exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.